Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,/pelvic area/ pain'), menorrhagia ('abnormal bleeding (menorrhagia, vaginal)') and uterine haemorrhage ('abnormal uterine bleeing') in a 39-year-old female patient who had essure (batch no. 626814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpes simplex on (B)(6) 2010, gravida ii, parity 1, nauseated, vomiting, decreased appetite, right lower quadrant pain, menses irregular, lightheadedness, skin dry, spotting vaginal, dysfunctional uterine bleeding, ovulation pain, breast tenderness, swelling of legs and sore throat. Denies anxiety, depression, impulsive behaviors, suicidal ideation, excessive anger, mood swings. Concomitant products included levonorgestrel (mirena) from (B)(6) 2012 to (B)(6) 2013 and medroxyprogesterone acetate (provera) from (B)(6) 2011 to (B)(6) 2013 for contraception as well as hydrocodone bitartrate; paracetamol (lortab) from (B)(6) 2008 to (B)(6) 2009, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2018 to (B)(6) 2018, ibuprofen from (B)(6) 2008 to (B)(6) 2009 and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (menorrhagia, vaginal)"). In (B)(6) 2009, the patient experienced depression ("depression/ phychiatric problems condition: depression and mental anguish") and anxiety ("mental anguish/ phychiatric problems condition: depression and mental anguish"). In (B)(6) 2009, the patient experienced mood swings ("hormonal changes describes : mood swings"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection/uti"), 3 years 6 months after insertion of essure. In (B)(6) 2016, the patient was found to have weight increased ("weight gain/ loss(specify which one): weight gain") and experienced fatigue ("fatigue") and vaginal discharge ("vagianl discharge"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menstruation irregular ("menstruation issues"), dysmenorrhoea ("dysmenorrhea, dysmenorrhea (cramping)"), abdominal pain ("abdominal area pain") and hyperthyroidism ("hyperthyroidisim"). The patient was treated with levothyroxine sodium (levothyroxin) and surgery ((supracervical hysterectomy (uterus only); bilateral salpingectomy) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving, the menorrhagia, uterine haemorrhage and vaginal haemorrhage had resolved and the menstruation irregular, dysmenorrhoea, depression, anxiety, urinary tract infection, weight increased, fatigue, vaginal discharge, mood swings and hyperthyroidism outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, hyperthyroidism, menorrhagia, menstruation irregular, mood swings, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 128 lbs. Vitamin s and vitamin d once the delivery system was withdrawn, the position of the essure micro-insert was assessed. The number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 128 kgs. Gynaecological examination - on (B)(6) 2018: no abnormal findings. Hysterosalpingogram - on (B)(6) 2008: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2018: received labeled as "uterus, bilateral tubes, essure in place" is a significantly disrupted uterus accompanied by two fallopian tube segments that consist of a 7 x 5 x 3 cm aggregate. Close examination of the tissue reveals two fallopian tube segments that are 7 cm in average length and 0.5 cm in average diameter. The tubes show a glistening serosal surface that is otherwise unremarkable. Cut sectioning through the tubes reveal an unremarkable luminal cut surface. Additional sectioning through the tubes reveals bilateral essure device as it connects to the uterus. Examination of the larger fragments of uterus reveals glistening surfaces that may represent serosal and endometrial surfaces. Ultrasound scan - on (B)(6) 2018: showed satisfactory location of bilateral essure = located at cornua with myometrial involvement, simple rov cyst (<2cm). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: new pfs recxeived- new event abnormal uterine bleeding was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,/pelvic area/ pain'), menorrhagia ('abnormal bleeding (menorrhagia, vaginal)') and uterine haemorrhage ('abnormal uterine bleeing') in a 39-year-old female patient who had essure (batch no. 626814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpes simplex on (B)(6) 2010, gravida ii, parity 1, nauseated, vomiting, decreased appetite, right lower quadrant pain, menses irregular, lightheadedness, skin dry, spotting vaginal, dysfunctional uterine bleeding, ovulation pain, breast tenderness, swelling of legs and sore throat. Denies anxiety, depression, impulsive behaviors, suicidal ideation, excessive anger, mood swings. Concomitant products included levonorgestrel (mirena) from (B)(6) 2012 to (B)(6) 2013 and medroxyprogesterone acetate (provera) from (B)(6) 2011 to (B)(6) 2013 for contraception as well as hydrocodone bitartrate;paracetamol (lortab) from (B)(6) 2008 to (B)(6) 2009, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2018 to (B)(6) 2018, ibuprofen from (B)(6) 2008 to (B)(6) 2009 and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (menorrhagia, vaginal)"). In (B)(6) 2009, the patient experienced depression ("depression/ phychiatric problems condition: depression and mental anguish") and anxiety ("mental anguish/ phychiatric problems condition: depression and mental anguish"). In (B)(6) 2009, the patient experienced mood swings ("hormonal changes describes : mood swings"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection/uti"), 3 years 6 months after insertion of essure. In (B)(6) 2016, the patient was found to have weight increased ("weight gain/ loss(specify which one): weight gain") and experienced fatigue ("fatigue") and vaginal discharge ("vagianl discharge"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menstruation irregular ("menstruation issues"), dysmenorrhoea ("dysmenorrhea, dysmenorrhea (cramping)"), abdominal pain ("abdominal area pain") and hyperthyroidism ("hyperthyroidisim"). The patient was treated with levothyroxine sodium (levothyroxin) and surgery ((supracervical hysterectomy (uterus only); bilateral salpingectomy) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage, vaginal haemorrhage, urinary tract infection, fatigue and vaginal discharge had resolved, the menstruation irregular, dysmenorrhoea, depression, anxiety, weight increased, mood swings and hyperthyroidism outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, hyperthyroidism, menorrhagia, menstruation irregular, mood swings, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 128 lbs. Vitamin s and vitamin d once the delivery system was withdrawn, the position of the essure micro-insert was assessed. The number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 128 kgs. Gynaecological examination - on (B)(6) 2018: no abnormal findings. Hysterosalpingogram - on (B)(6) 2008: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2018: received labeled as "uterus, bilateral tubes, essure in place" is a significantly disrupted uterus accompanied by two fallopian tube segments that consist of a 7 x 5 x 3 cm aggregate. Close examination of the tissue reveals two fallopian tube segments that are 7 cm in average length and 0.5 cm in average diameter. The tubes show a glistening serosal surface that is otherwise unremarkable. Cut sectioning through the tubes reveal an unremarkable luminal cut surface. Additional sectioning through the tubes reveals bilateral essure device as it connects to the uterus. Examination of the larger fragments of uterus reveals glistening surfaces that may represent serosal and endometrial surfaces. Ultrasound scan - on (B)(6) 2018: showed satisfactory location of bilateral essure = located at cornua with myometrial involvement, simple rov cyst (<2cm). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Added outcome for event pelvic pain and urinary tract infection to recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,/pelvic area/ pain') and menorrhagia ('abnormal bleeding (menorrhagia, vaginal)' in a 39-year-old female patient who had essure (batch no: 626814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpes simplex on (B)(6) 2010, gravida ii, parity 1, nauseated, vomiting, decreased appetite, right lower quadrant pain, menses irregular, lightheadedness, skin dry, spotting vaginal, dysfunctional uterine bleeding, ovulation pain, breast tenderness, swelling of legs and sore throat. Denies anxiety, depression, impulsive behaviors, suicidal ideation, excessive anger, mood swings. Concomitant products included levonorgestrel (mirena) from on (B)(6) 2012 to on (B)(6) 2013 and medroxyprogesterone acetate (provera) from on (B)(6) 2011 to on (B)(6) 2013 for contraception as well as hydrocodone bitartrate; paracetamol (lortab) from on (B)(6)2008 to on (B)(6) 2009, hydrocodone bitartrate; paracetamol (norco) from on (B)(6) 2018, ibuprofen from on (B)(6) 2008 to on (B)(6) 2009 and oxycodone hydrochloride; paracetamol (percocet) from on (B)(6) 2017 to on (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In august 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (menorrhagia, vaginal)"). In january 2009, the patient experienced depression ("depression/ phychiatric problems condition: depression and mental anguish") and anxiety ("mental anguish/ phychiatric problems condition: depression and mental anguish"). In august 2009, the patient experienced mood swings ("hormonal changes describes : mood swings"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection/uti"), 3 years 6 months after insertion of essure. In january 2016, the patient was found to have weight increased ("weight gain/ loss(specify which one): weight gain") and experienced fatigue ("fatigue") and vaginal discharge ("vagianl discharge"). On an unknown date, the patient experienced menstruation irregular ("menstruation issues"), dysmenorrhoea ("dysmenorrhea, dysmenorrhea (cramping)"), abdominal pain ("abdominal area pain") and hyperthyroidism ("hyperthyroidisim"). The patient was treated with levothyroxine sodium (levothyroxin) and surgery (supracervical hysterectomy (uterus only); bilateral salpingectomy) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the menstruation irregular, dysmenorrhoea, depression, anxiety, urinary tract infection, weight increased, fatigue, vaginal discharge, mood swings and hyperthyroidism outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, hyperthyroidism, menorrhagia, menstruation irregular, mood swings, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 128 lbs. Vitamin s and vitamin d once the delivery system was withdrawn, the position of the essure micro-insert was assessed. The number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 128 kgs. Gynaecological examination on (B)(6) 2018: no abnormal findings. Hysterosalpingogram on (B)(6) 2008: confirmed that the essure device was successfully occluded. Pathology test on (B)(6) 2018: received labeled as "uterus, bilateral tubes, essure in place" is a significantly disrupted uterus accompanied by two fallopian tube segments that consist of a 7 x 5 x 3 cm aggregate. Close examination of the tissue reveals two fallopian tube segments that are 7 cm in average length and 0.5 cm in average diameter. The tubes show a glistening serosal surface that is otherwise unremarkable. Cut sectioning through the tubes reveal an unremarkable luminal cut surface. Additional sectioning through the tubes reveals bilateral essure device as it connects to the uterus. Examination of the larger fragments of uterus reveals glistening surfaces that may represent serosal and endometrial surfaces. Ultrasound scan on (B)(6) 2018: showed satisfactory location of bilateral essure located at cornua with myometrial involvement, simple rov cyst (2cm). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,/pelvic area/ pain') and menorrhagia ('abnormal bleeding (menorrhagia, vaginal)') in a (B)(6) female patient who had essure (batch no. 626814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included (B)(6) on (B)(6) 2010, gravida ii, parity 1, nauseated, vomiting, decreased appetite, right lower quadrant pain, menses irregular, lightheadedness, skin dry, spotting vaginal, dysfunctional uterine bleeding, ovulation pain, breast tenderness, swelling of legs and sore throat. Denies anxiety, depression, impulsive behaviors, suicidal ideation, excessive anger, mood swings. Concomitant products included levonorgestrel (mirena) from (B)(6) 2012 to (B)(6) 2013 and medroxyprogesterone acetate (provera) from (B)(6) 2011 to (B)(6) 2013 for contraception as well as hydrocodone bitartrate; paracetamol (lortab) from (B)(6) 2008 to (B)(6) 2009, hydrocodone bitartrate; paracetamol (norco) from (B)(6) 2018 to (B)(6) 2018, ibuprofen from (B)(6) 2008 to (B)(6) 2009 and oxycodone hydrochloride; paracetamol (percocet) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (menorrhagia, vaginal)"). In (B)(6) 2009, the patient experienced depression ("depression/ psychiatric problems condition: depression and mental anguish") and anxiety ("mental anguish/ psychiatric problems condition: depression and mental anguish"). In (B)(6) 2009, the patient experienced mood swings ("hormonal changes describes : mood swings"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection/uti"), 3 years 6 months after insertion of essure. In (B)(6) 2016, the patient was found to have weight increased ("weight gain/ loss(specify which one): weight gain") and experienced fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstruation irregular ("menstruation issues"), dysmenorrhoea ("dysmenorrhea, dysmenorrhea (cramping)"), abdominal pain ("abdominal area pain") and hyperthyroidism ("hyperthyroidism"). The patient was treated with levothyroxine sodium (levothyroxine) and surgery ((supracervical hysterectomy (uterus only); bilateral salpingectomy), ablation and ablation, (supracervical hysterectomy (uterus only); bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the menstruation irregular, dysmenorrhoea, depression, anxiety, urinary tract infection, weight increased, fatigue, vaginal discharge, mood swings and hyperthyroidism outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, hyperthyroidism, menorrhagia, menstruation irregular, mood swings, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Vitamin s and vitamin d once the delivery system was withdrawn, the position of the essure micro-insert was assessed. The number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Gynaecological examination - on (B)(6) 2018: no abnormal findings. Hysterosalpingogram - on (B)(6) 2008: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2018: received labeled as "uterus, bilateral tubes, essure in place" is a significantly disrupted uterus accompanied by two fallopian tube segments that consist of a 7 x 5 x 3 cm aggregate. Close examination of the tissue reveals two fallopian tube segments that are 7 cm in average length and 0.5 cm in average diameter. The tubes show a glistening serosal surface that is otherwise unremarkable. Cut sectioning through the tubes reveal an unremarkable luminal cut surface. Additional sectioning through the tubes reveals bilateral essure device as it connects to the uterus. Examination of the larger fragments of uterus reveals glistening surfaces that may represent serosal and endometrial surfaces. Ultrasound scan - on (B)(6) 2018: showed satisfactory location of bilateral essure = located at cornua with myometrial involvement, simple rov cyst (<2cm). Most recent follow-up information incorporated above includes: on 3-jun-2019: plaintiff fact sheet and medical record received. This case became incident. New reporters added. New events mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain and abdominal pain were added. Event updated from infection to urinary tract infection updated. Patient demographic details, concomitant drugs added, lab data added, medical history were added. Lot number added.